Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined; however, mitral stenosis is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 1 on a patient with a medical history of heart failure. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was then implanted, reducing mr to a grade of 2. However, the gradient increased to 8mmhg. Although the gradient increased to 8mmhg, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.